Event description:
It was reported that the insulin pump alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test due to dried insulin on the motor sleeve causing back pressure. However, the insulin pump passed the basic occlusion, prime, and excessive no delivery tests.